Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and loosening of the metaglene, screws and glenosphere at the bone to implant interface. The metaglene, screws and glenosphere were knocked off the glenoid. Patient has many comorbidities and was pulling himself in and out of his car due to having a bka. Took out the cup, metaglene,screws and glenosphere and put in a 52/26 cta head. Doi: (B)(6) 2018. Dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.